Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown versys femoral head, 32 mm -3.5 mm lot# unknown, item# unknown trilogy cluster hole cup, 52 mm lot# unknown, item# unknown longevity poly acetabular liner lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05109, 0001822565 - 2019 - 03083, 0001822565 - 2019 - 03084.

Event description:
It was reported that the patient was revised on an unknown date due to unknown reasons. No further information available at this time.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 12 years post implantation due to trunnionosis with adverse local tissue reaction and instability. The stem and shell remain implanted. No further information available.